Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 60 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functioanlly tested and the issue of stopper function was not observed as there were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper popped out of tube and blood exposure occurred. The following information was provided by the initial reporter: it was reported by the customer that the stopper is coming off -are the caps being removed prior to use? To our knowledge caps are not being removed prior to specimen collection. Once the specimen is collected and centrifuged, caps may be removed for aliquoting and testing purposes. Was there any post exposure testing or medical intervention? Employee followed up with legacy employee health how many individuals were affected? Were they patients or staff members? One staff member. Was the facility's established blood/bf exposure protocol followed? Yes what testing, treatment and/or medical intervention(if any) were done to the affected individuals? Blood borne exposure testing was completed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stopper popped out of tube and blood exposure occurred. The following information was provided by the initial reporter: it was reported by the customer that the stopper is coming off are the caps being removed prior to use? To our knowledge caps are not being removed prior to specimen collection. Once the specimen is collected and centrifuged, caps may be removed for aliquoting and testing purposes. Was there any post exposure testing or medical intervention? Employee followed up with legacy employee health. How many individuals were affected? Were they patients or staff members? One staff member. Was the facility's established blood/bf exposure protocol followed? Yes. What testing, treatment and/or medical intervention(if any) were done to the affected individuals? Blood borne exposure testing was completed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.